Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in sweden as follows: it was reported that the top of an awl is twisted and broken. In addition, the tops of two (2) locking holding sleeves are ripped. Both issues occurred during a surgical procedure on (B)(6), 2015. The procedure was completed without a delay using a similar product. This report is 1 of 3 for (B)(4).